Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 280 mg/dl and he treated with injection. The customer could not complete the rewind sequence as the insulin pump was stuck in a loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The rewind operated properly during testing. The functional tests could not be completed due to the protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, a scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.